Manufacturer narrative:
The display intermittently went blank due to corrosion on the electronic assembly and the keypad. Further troubleshooting could not be performed due to the blank display.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went blank. The reported blood glucose reading was 201 mg/dl. Troubleshooting was performed, but ths display could not be restored. Nothing further was reported.